Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial analysis showed the device's tachycardia therapies were not available at the time of device return and that this device delivered a shock into a low impedance while implanted. Subsequent review of the device's memory log showed that an open shock impedance fault was registered 2.4 months before explant and the subsequent weekly average shock impedance measurements prior to the patient's death were high out-of-range. Review of the device logbook and the device's internal clock showed a ventricular fibrillation episode was declared at about the reported time of death. During that episode, there were two shock therapy deliveries attempted into a shorted electrical condition and six shock therapy deliveries attempted into an open electrical condition. The device subsequently attempted shock therapy delivery three additional times before the episode ended, but device therapy for that episode had been exhausted. Visual inspection of the device noted no electrical arc marks were visible on the device case. The device's pacing and sensing functions were verified in laboratory testing and analysis. Testing and analysis showed the device's tachycardia therapies were not available due to induced damage to a component in the device's tachycardia output circuitry that had occurred when the device attempted to deliver shock therapy into the low impedance/shorted condition.

Event description:
Boston scientific received information that this device and three severed leads were returned with no additional information. There were no known allegations against this device, and no reports of adverse patient effects. The patient's boston scientific field representative had no knowledge of the device explant. One of the lead segments was identified as a guidant (now boston scientific) pace/sense lead that had been implanted in the right ventricle. Two lead segments from another manufacturer were received with the device and returned to the manufacturer. The patient's device implant records show two leads from the other manufacturer, a right ventricular defibrillation lead and a right atrial pace/sense lead, were implanted with this device. Subsequently, a medical examiner's office employee reported the device had been removed during an autopsy, and the cause of death was under investigation. The medical examiner's office employee also provided the reported date and time of the patient's death.